Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, when trying to calibrate the real intelligence robotic drill an internal error message appeared on the real intelligence cori. The ri robotic drill attachment is stuck in the real intelligence robotic drill. The procedure was completed, without delay, using a s+n back-up device. Since incident occurred before procedure, patient was not involved.

Manufacturer narrative:
Section h10: the real intelligence cori, part number rob10024, serial number sn (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a software issue. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).